Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported having difficulty recharging where they had 0 shaded boxes. The rep met with the patient and tried repositioning the antenna, turning the dial, repositioning the patient, tried the antenna locate (al) feature, another recharger, and tried putting pressure on the recharger all with no success. It was noted that some swelling was present but nothing abnormal. The patient noted that they were curvaceous. It was noted by the rep the use of a tyrx pouch at implant. A rep met with the patient to train on recharging but could not get any bars shaded. It was assumed that it was due to the dressing and was to be expected. The patient called in to state that the battery was empty and they still could not get coupling. Relevant medical history includes non-malignant pain and complex regional pain syndrome type ii. Additional information received reported that the patient was able to get 2 boxes over the weekend and get the battery charged to 50% but never got past 2 bars. The patient wanted to wait a few more days to see if things improved. It was reported that x-rays were done on (B)(6) 2017 which confirmed that the device was flipped and the patient was scheduled for a revision on (B)(6) 2017. The surgery/revision was scheduled to flip their device back to proper position. It was reported that they had been charging and was now half full. There was reports patient lays on their recharger for 6 hours straight to charge their implant, getting ready for surgery as they would not be able to charge for at least 1 week. The patient saw a thermometer screen on the recharger but once the airflow was established, the recharger did not show the thermometer screen. The manufacturer representative (rep) reported impedance were within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.